Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not start up. During the maintenance the issue occurred. Fse checked the system and found that pdu fan tray was defective in m-cabinet. To resolve the issue fse replaced pdu-fan tray. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.